Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was having an issue with their patient programmer (pp). The patient was trying to adjust stimulation due to increased frequency, however when the patient was attempting to increase stimulation they were unable to sync with the ins. The caller then indicated that the pp screen was blank and would not turn on and the patient had recently replaced the pp batteries. Then after the patient "messed" with the batteries they were seeing the sync message on the pp, but when the patient attempted to sync with the ins they encountered the splash screen. The patient attempted to sync again, but after seeing the message to sync the patient again encountered the splash screen again after pressing the sync button. The patient was advised to attempt using alternative batteries and to call back if the issue was not resolved. Patient status is unknown at the time of this report and the change in therapy did appear to be sudden in nature. There were no further complication reported or anticipated.